Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 157 mg/dl. Troubleshooting was performed. It was stated that the basal delivery on the day of her admission was 119 units instead of 23.3 units. Run a displacement test and the device passed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.